Event description:
It was reported that the patient was experiencing headaches due to cerebrospinal fluid leak (csf), inadequate and undesired stimulation was also noted. The patient administered a blood patch and was doing well postoperatively. The physician does not suspect the device to be the cause of the headaches. The device remains implanted and in service.